Event description:
It was reported that a user requested to return an ilet system due to dexcom g7 connectivity issues characterized by signal loss to the ilet, with no alerts or alarms recalled and no troubleshooting performed. Symptoms included no reported injury, no hypoglycemia, and no hyperglycemia. Outcomes included no medical intervention and no hospitalization. Investigation included customer interview and review of connectivity behavior and use conditions. Investigation of this case revealed a loss of communication between the continuous glucose monitor and the insulin dosing device without evidence of device malfunction or alarm activation. It was concluded, based on previously established findings for similar reports, that the cause was user decision to decline troubleshooting and an unconfirmed communication interruption.